Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump has been received and has been evaluated by baxter. The reported issue was confirmed and duplicated. The assignable cause is that the channel c pumphead module keypad malfunctioned. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
During service at baxter, a technician discovered that a colleague infusion pump had a channel select key on the channel c to be inoperative. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B) (4). In the initial medwatch report, 6000001-2009-01267, it was explained that during the evaluation performed by the product analysis lab, the reported condition was confirmed and duplicated. During the evaluation by the service department, the reported condition was confirmed but not duplicated. The assignable cause was a damaged channel c pumphead module keypad. The channel c pumphead module keypad was replaced.

Event description:
Information received indicates the head section cannot be raised.